Event description:
Complainant alleged that during training by facility staff the device was unable to switch from semi-automatic mode to automatic mode. Complainant indicated that there was no pt involvement in the reported malfunction.